Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(6). Batch: 7085295.

Event description:
It was reported that the patients complex regional pain syndrome (crps) had flared up following the implant procedure. The patient was admitted to the hospital wherein lead migration was also discovered through leadsync. The patient had been discharged and no issues were noted with lead migration.